Event description:
The customer reported that equipment errors occurred, with the ready for use indicator (rfu) displaying red x. The customer checked the device again and it was possible to use the equipment, however the customer requested that philips evaluate the device. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that equipment errors occurred, with the ready for use indicator (rfu) displaying red x. The customer checked the device again and it was possible to use the equipment, however the customer requested that philips evaluate the device. There was no adverse pt impact. The philips field service engineer (fse) evaluated the device and determined the problem to be pacing failure- therapy pca failures during device autotest which caused the rfu red x. The fse replaced the therapy pca to resolve this malfunction. The device passed one week of testing and was returned to the customer.